Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds had increased and sensing had decreased. It was also noted that there was intermittent far-field oversensing of p-waves. It was found the lead had dislodged. The lead was successfully revised. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.